Event description:
The customer reported that a patient with a group ab positive history was interpreted on the ortho provue analyzer as rh negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived at the customer site and found that the syringe was loose. The fe cleaned and tightened the component to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.